Manufacturer narrative:
No similar complaints have been recorded for 73-opa28, lots 607423, 630099, 638686, 628856. The label states "mckesson opa/28 should not be used to reprocess any urological instrumentation to be utilized for cystoscopy or other urological procedures for patients with a history of bladder cancer. In rare instances similar ortho-phthaladehyde (opa) based disinfectants have been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies." No additional information provided by customer. Device not returned.

Event description:
Dealer/distributor reported allergic reactions occuring in 3 patients on separate occasion's.